Manufacturer narrative:
D10 concomitant products: egiaushort - egiaushort endogia ultra univ sht stap, lot# p2m0203 egiaushort - egiaushort endogia ultra univ sht stap, lot# p3h1231. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the video assisted thoracoscopy lobectomy, on lung parenchyma resection, firing could not be performed at all. It was mentioned that the handle could not be move. Another handle was idling and uncontrollable. The handle and reload were replaced to resolve the issue. There was no patient injury.